Event description:
It was reported that the intra-aortic balloon (iab) was to be inserted into the pt for prophylactic use. The intra-aortic balloon pump did not recognize the fiberoptix sensor (fos). The md tried to insert the iab sheathless and use the "calibration program" without success. "The pump (iap-0500i) did not show the arterial wave pressure and the wave algorithm does not work." The iab was not used. The md request another iab and this iab was prepped and inserted. The pt outcome is listed as "fine".

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.